Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and high glucose values. The sensor was inserted on (B)(6) 2017. The patient¿s mother stated that due to high glucose values, the patient was taken to the hospital and was treated with insulin. There were no symptoms or injuries reported. At the time of contact, the patient was in stable condition. Additional patient or event information is not available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data.